Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level reported, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed customer to remove cartridge and inspect multiple elements such as the o-ring and pneumatic tap area without finding damage or debris. Despite following on-screen instructions and completing multiple troubleshooting steps, including filling and loading a new cartridge with the assistance of technical support, customer was unable to successfully load the cartridge onto the pump and was referred to csa for escalated troubleshooting.